Event description:
It was reported that the patient experienced low blood glucose levels on (B)(6) 2026 which was treated by orange juice. The patient reported exercising the previous night, which caused a low blood glucose and by correcting the low, resulted in a high bg. The high blood glucose is a consequence of treating the low blood glucose.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).